Manufacturer narrative:
Evaluation summary: predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively.

Event description:
A customer reported an issue with a system during cataract surgery. The system did not maintain a stable intraocular pressure (iop) during surgery. Iop was too low at one moment that a capsular rupture occurred as a result. Anterior chamber was not hold during the phaco emulsification as well as during the irrigation/aspiration. Patient needed a 23g pp vitrectomy and was hospitalized for 4 days as consequence and successfully treated. Additional information has been requested but not received to date. This is the second of two reports filled for the same facility. This file is for the second patient.

Manufacturer narrative:
Additional information provided.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date.